Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume that was identified in the logs that occurred on date (B)(6) 2011 at 04:11:19 with ultrafiltration of 1787ml during cycle 3. The fill volume is 2500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Additional info: (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the logs showed that the uf found in night cycle 3 in the therapy initiated on (B)(6) 2011 04:11:19 of 1787ml was a combination of cycle 3 and 4 drain volumes. The hc was powered off during cycle 4 drain and this uf was added into the therapy log along with the cycle 3 uf. The actual drain volume for cycle 3 was 3540ml, which does not equate to a volume of 160% of the largest fill volume of 2500ml. Also, the drain volume from cycle 4 was in the event log and was only 3263, which is also not greater than 160% of the largest prescribed fill volume. This does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.